Event description:
A discordant, falsely low alpha-fetoprotein (afp) result was obtained on one patient sample upon first repeat on an advia centaur xp instrument. The discordant result was not released to the physician(s). The sample was repeated on the same instrument and a similar result was obtained to the initial. The initial result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low afp result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the system and verified system functionality. The cse re-aligned and calibrated the sample probe and calibrated the system settings. The cause of the discordant, falsely low afp result is unknown, as the sample resulted as expected upon initial run and second repeat. Siemens is investigating this issue.